Event description:
It was reported the customer had cracks near their battery compartment. It was also found the customer had cracks around the display window. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass, cracked case at display window corner near battery compartment, minor scratched lcd window, cracked reservoir tube lip and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.